Event description:
It was reported that when the clinic leaves the "patient dependency" field blank, or enters something else like "unknown," the application prints the incorrect patient dependency value on the report. Further investigation will be conducted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.